Event description:
Patient reported that both their husband and them started byte treatment but they have had ongoing issues with continued resorption and misalignment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.